Event description:
On (B)(6) 2011 it was reported that the pt had been falling several times a day since his implant on (B)(6) 2011. The pt left the stimulator off for 3 days after speaking with his hcp, and was experiencing the persistent weakness with or without the stimulator on. It was reported the pt had a form of dwarfism and chronic radicular leg pain, and falling was a fairly common occurrence before the trial. The pt moved from a walker to a cane during the trial, and did not fall during it. After the permanent implant, it was reported that the pt began falling with greater frequency. He was experiencing great pain relief with the permanent implant, but stated that if forced to choose between pain and falling he would take the pain back. On (B)(6) 2011 the pt saw his hcp, who ordered a thoraco-lumbar CT scan with and without contrast to see if there was a post-op complication that would help explain the weakness. No surgical intervention was mentioned or planned. The pt was interrogated with an 8840 programmer and no device problems were found. The CT scan results were benign as to any relation to the spinal cord stimulation system. Some time later, the pt went to another clinic for a second opinion. The pt had a surgical eval done and the surgeon recommended the pt remove the system for an MRI. The pt did not have the same leg and back pain since the implant, and it was reported that he no longer needed the implant for pain management. The pt had the entire system explanted on (B)(6) 2011. At the procedure the pt stated that he was to the point of needing a scooter to get around on as he was too weak to walk on his own. No pt outcome was provided.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37713 serial # (B)(4) determined there was no anomaly found. Good, stable output was found on all electrode pairs. Analysis of anchor model 3550-39 serial # (B)(4) determined there was no anomaly found with the anchor. Analysis of lead model 377760 lot # v605804032 determined no anomaly was found. The body insulation was cut through and the lead segmented. The set screws were marked in the correct location. The continuity was acceptable and there were no short circuits. Analysis of lead model 377760 lot# v504484018 determined no anomaly was found. The lead's body insulation was cut through and segmented into 2 parts (suspected explant damage). The setscrew marks were in the current location. No shorts were found between circuits and continuity was acceptable. Analysis of anchor model 3550-39 serial # unknown determined there was no anomaly found with the anchor.

Manufacturer narrative:
(B)(4).